Event description:
Event description guidant received information that this transvenous defibrillation lead was scheduled for laser extraction due to an unspecified malfunction. The procedure was canceled as the patient was ill. Guidant has not received any reports of adverse patient effects.